Manufacturer narrative:
A ge service evaluated the system and found a circuit board that was intermittently failing. But no conclusion can be drawn as further repair information is not available. The customer declined further service.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.